Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized with a high blood glucose reading of 511 mg/dl. The customer felt that the insulin pump was not delivering the proper amount of insulin. The customer programmed a fixed prime, and insulin did exit the tubing. When the customer programmed a bolus, no insulin exited the tubing. The customer stated that he has not changed the infusion set to solve the current high blood glucose levels. The customer was unable to troubleshoot at the time of the call. Attempted to call the customer for troubleshooting, but there was no answer. Left messages for the customer to call back at his convenience.